Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of losses of power while connected to the power module was confirmed via analysis of the submitted log files. The submitted log files contained approximately 7.5 days of data (04jun2023 ¿ 12jun2023 per the timestamp). A low voltage advisory alarm was captured on 10jun2023 at 12:03:58 due to the relative state of charge (rsoc) and bus voltages dropping below the low voltage threshold while connected to the power module; this event appears to be consistent with a loss of power occurring on the power module and the power module backup battery then supporting the system. A no external power alarm was then captured at 12:10:21 which appears to be consistent with both power cables being disconnected from the power module; the system controller backup battery supported the system and pump operation was not interrupted during this event. The alarms resolved when the white power cable was connected to 14v battery at 12:12:56; however, further low voltage advisory/hazard alarms were captured until 12:16:55 due to the power cables being connected to the power module while the loss of power was occurring. These alarms resolved when the power was restored to the power module. Further decreases of rsoc voltages were observed while connected to the power module throughout the log file; however, the voltages did not drop low enough to activate any associated alarms. The rsoc voltage ranged approximately between 13.8 v and 13.9 v when the voltage issue was captured; the voltage is expected to be 14 v while connected to the power module. The alarms did not affect the controller¿s ability to support the pump at the set speed. Provided information indicated that the cause of the no external power alarm was unclear and that it was unknown if the ac power cord or the patient cable connector became disconnected from the power module when the alarms activated. It was also noted that no damage was observed on the patient cable or controller power cables. The power module was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2013. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnects and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the power module and system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low relative state of charge voltages were seen in the log files while the patient was connected to the power module.